Event description:
The patient reported that a patient experienced pneumothorax coincident with the use of a synclara therapy device. The patient was hospitalized for pneumothorax prior to the last training visit for the setup of a patient¿s new synclara device. The cause of the pneumothorax was unknown. The patient was using settings of +/-50, +5 pap, 1.4 second I-time, 1.8 second e time, 1 second pause time, 20 cycles at the time of incident. The patient was hospitalized for approximately one week. When admitted, the patient was placed on oxygen via face a mask. That evening, the patient was placed back on their non-baxter positive airway pressure (pap) machine with lower tidal volumes while they slept. The next morning, they were placed on room air. While hospitalized, they received xrays twice per day. They also noted a CT scan performed while hospitalized. After discharge, they had been following up with their pulmonologist weekly for an xray. The last xray, the pneumothorax was still present however much smaller. The patient was cleared by their pulmonologist and had been using their synclara with lower pressures. At the time of this report, the patient was continuing with the device therapy. The patient is now using pressures of +/-35, 1.4 second I-time, 1.8 second e time, 1 second pause time, 20 cycles and tolerating well. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.